Event description:
Customer complained bristles started falling off the brush right out of the package, he grabbed one out of the pack to test them after this and he said he just gently rubbed them with his fingers and bristles immediately started falling. They also said metal wire from the tip to the rubber handle barely had any bristle and the bristles seemed very fine (like more so than usual).